Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2018-00195.

Event description:
This is 1 of 2 reports. A customer reported that in two cases, the mayfield clamp (unspecified) failed to hold the patient's head. It was not known if there was any patient injury. Additional information has been requested.

Manufacturer narrative:
The skull clamp was tested with a test skull model and no head was falling out of the skull clamp. Even by applying force trying to declamp, the test skull was tightened. Device history record review showed that this device exceeded its expected life of 7 year. Service history: (B)(4); this device was serviced and repaired back to full working order and passed all required inspections. Complaint event unconfirmed. Device met specification and passed all functional tests. Root cause is unknown., however review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ are: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.